Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient's mother reported that in the morning the patient woke up and complained of arm pain and experienced vomiting. The patient's cgm was reading 300 mg/dl. No bg values were available for any time during the event. The patient's mother decided to take home to the emergency room (ER) where several tests were performed; however, she could not recall the details of those tests. The patient was given IV insulin in the ER to lower his blood glucose level and was admitted for observation. It was reported that the patient was connected to an omnipod 5 insulin pump. He was eventually discharged on (B)(6) 2026 and was doing "well" at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.